Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family member regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported the patient stated it feels like it¿s not working, she¿s not feeling it. Troubleshooting attempted: the patient changed their programmer batteries. The caller was in (B)(6) and the patient in (B)(6), so caller was unable to perform troubleshooting. Patient services (ps) recommended the patient call to troubleshoot and that ps could troubleshoot for both the programmer and the implant. Caller said the patient would be coming to visit and she will call back with the patient at that time. Ps mailed a spanish post-implant guide to the caller. No symptoms were reported, and no further complications were reported or are anticipated.